Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure, during the rotation of the handle halfway to deploy the band from the ligator cap, it was noticed that the bands retracted on top of the other. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.